Event description:
A medtronic representative reported the site's fusion system is consistently 1-2 mm off with all instruments. When they are nearer to the emitter, it becomes less accurate, (with the approx. 2mm off), but when they move away from the emitter, the accuracy was better. There was nothing wrong with the setup; we have done all the necessary precautions. The head band was tight and nothing moves. They even tried re-registering the patients a few time but it didn't make much of a difference. The surgeon was able to finish the case with the use of navigation and no negative impact to the patient outcome was reported.

Manufacturer narrative:
The axiem box on the system was replaced and returned to the manufacturer for evaluation. The axiem box was found to be fully functional. The axiem unit was connected to a test system with the ent application. Navigation with respect to known surface points was visually confirmed to be within specification. The axiem unit was connected to a test system with the cranial application. Navigation functions correctly on all ports. The unit passes the peg board accuracy test. In addition, upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause of reported issue.

Manufacturer narrative:
The medtronic representative confirmed that patient demographics were not available from the site. Some initial troubleshooting (metal interference, registration technique, etc.) Was conducted with the medtronic field rep via email. However, no parts or files have been received by the manufacturer for evaluation.